Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) 2 of 3 helium tanks were empty. The customer used a backup cardiosave when the helium gauge was not increasing with a new tank. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter), e3, e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5, revert d6a sections to blank., due to character limit in block e1 initial reporter name is (B)(6). A getinge field service engineer (fse) states, biomed confirmed that 2 ¿new¿ tanks out of a new package were empty when they were initially opened. The third tank that was opened was full of helium. A new 3pack of helium tanks was sent for replacement (0075-00-0024-03). All functional and safety test were performed and passed.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while replacing the tank before use for cardiosave intra-aortic balloon pump (iabp) the first two tanks were empty when opened brand new. There was no patient involved.